Event description:
It was reported that the patient presented to the emergency room experiencing syncope. The heart rate was in the mid 40s. Upon interrogation the atrial lead exhibited under sensing. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.